Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2019 with the following findings: a visual inspection of the pump showed the battery compartment was cracked from the top. The battery was not able to be inserted to power on the pump. Unrelated to the complaint, leak testing revealed an audio bolus button leak with evidence of moisture corrosion on the bolus button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.